Event description:
It was reported that an ilet user¿s contact observed a leaking insulin cartridge that resulted in insufficient insulin delivery and subsequent hyperglycemia; the cartridge and lot were discarded. During interview with the user, it was found that the user had been attaching the cartridge to the connector outside of the ilet before installation, indicating a use error infusion set connector attachment issue. The agent corrected with education. The user-reported symptoms included high blood glucose. Investigation included complaint intake review and user troubleshooting. Further investigation of this case revealed user setup error related to the infusion set and cartridge connection, with no evidence of device malfunction after proper reassembly. It was concluded that, based on previously established findings for similar reports, the event resulted from incorrect connection of the cartridge and infusion set, and the issue was resolved after the user installed components in the proper order. Outcomes included replacement supplies shipped and user education on the correct assembly sequence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.